Event description:
The patient contacted animas on (B)(6) 2014 alleging a site/set (air bubbles) issue. The patient stated that they had a blood glucose of 23.9mmol/l with drowsiness, symptoms of dehydration, and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there were air bubbles in the cartridge. The patient was filling the cartridge correctly. The patient stated that they did not notice the air bubbles prior to use. This report is being made due to the bg excursion the patient experienced due to an air bubbles issue.

Manufacturer narrative:
Follow-up #2 - device evaluation: the cartridge has been returned and was evaluated by product analysis on 04/06/2015 with the following findings: the complaint was unable to be duplicated or confirmed. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A leak test was performed without failures; no leaks were observed from the cartridge including the luer connection and o-rings. Unrelated to the complaint, the cartridge force readings were lower than specification. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The retained cartridge has been evaluated by product analysis on 01/29/2015 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.